Event description:
Reporter received the following results on the mobile system within 1-2 minutes: 6.5 mmol/l and "15 mmol/l - 20 mmol/l". No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.